Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear and customer removed battery. After reinserting battery the next day, customer received an unexpected restart alarm. Customer's blood glucose was 220 mg/dl. Customer also reported that data from (B)(6) 2016 was missing from carelink when customer went to visit healthcare professional. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer declined replacing insulin pump at the moment.